Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17222197/17517598.

Event description:
It was reported that the patient underwent an ipg explant procedure due to a developed pus pocket on an unknown area. No further information could be obtained.